Event description:
It was reported that during a stenting treatment procedure withdrawal resistance and stent damage occurred. The 100% stenosed target lesion was located in the distal right coronary artery (rca). The lesion was predilated with a 2.0x15mm voyager balloon to 10atms and then the 2.50x20mm taxus liberte stent was advanced to the lesion. While advancing the stent delivery system (sds), the device got stuck in the proximal rca and became deformed. The physician was able to withdraw the device by removing everything as a system. The procedure was completed with a 2.5x18mm non bsc device with no patient complications reported. The patient's current condition is listed as good.

Manufacturer narrative:
The device is currently undergoing analysis.

Manufacturer narrative:
The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The tray fracture likely originated at a central location slightly shifted towards the keel at the edge where the cement groove and pad meet.

Event description:
It was reported that revision was performed due to breakage of the tibial baseplate.